Event description:
The customer reported a ¿speaker malfunction¿ while replacing the main board. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a ¿speaker malfunction¿ while replacing the main board. Philips has not determined whether there was any loss of audio. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.